Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 08nov2019. The customer was out of the warranty period and decided to use a third party to have their device repaired. The customer stated that the issue has been resolved and is in normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30aug2019.

Event description:
The customer reported a blank display. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.